Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery s stem (cds) was advanced to the mitral valve and grasping was performed. During the second test of establishing final arm angle (efaa), the clip opened about 20 degrees. Troubleshooting was performed and efaa was done successfully. The clip remained closed. Three clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the unintended clip movement associated with clip opening during establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.